Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, four years and seven months of post implant, computed tomography of chest and abdomen with contrast was performed and a filter was present in the inferior vena cava. The limbs of the filter extend outside of the cava are to the level of the duodenum and aorta which remained unchanged. There was no evidence of aortic leak or aneurysm. Around, five months and two weeks later, computed tomography scan of abdomen and pelvis for abdominal pain. There was unchanged configuration of an infra-renal inferior vena cava filter again showing limbs extending into the aorta and adjacent duodenum. There was no evidence of aortic leak. Around, three months later, computed tomography of lower spine was done, and inferior vena cava filter was in place. One of the tines appeared to be abutting or possibly traversing into the infra-renal abdominal aorta. Around, one year and eight months later, computed tomography abdomen and pelvis with contrast for diffuse abdominal pain. Inferior vena cava filter in place. The struts extend well outside the confines of the inferior vena cava including a strut which appeared to penetrate the right anterior wall of the aorta. There was no evidence of aneurysm or inflammatory change. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 01/2011.